Manufacturer narrative:
It was reported to abbott, a patient wanted to have their percutaneous lead revised to paddle leads due to fear of lead migration. Additionally, the patient felt the percutaneous leads were uncomfortable. Both physician and patient elected for full system replacement. A surgical procedure took place where the ipg and one lead were replaced. Per the product details, both leads were explanted. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03496. It was reported that the patient experienced discomfort with the percutaneous leads. Surgical intervention took place wherein the leads were explanted and replaced with one paddle lead to resolve the issue. The ipg was electively replaced.